Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Heartware ventricular assist system: controller 2.0. Model #: 1420; catalog #: 1420; expiration date: 31-aug-2018; serial or lot#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 31-aug-2017. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650; catalog #: 1650; expiration date: 31-mar-2021; serial or lot#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 18-mar-2020. Labeled for single use? No. Heartware ventricular assist system: battery. Model #: 1650; catalog #: 1650; expiration date: 31-mar-2021; serial or lot#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 18-mar-2020. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650; catalog #: 1650; expiration date: 31-mar-2021; serial or lot#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 22-mar-2020. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency department (ed) with the controller off exhibiting a no power alarm and the ventricular assist device (vad) not running. Both batteries were connected, but were completely drained to 0%.the patient stated the batteries were holding only an hour of charge. The controller also exhibited controller fault alarms, and an unexpected loss of power. The controller was re-connected to batteries, and the pump restarted. The vad, controller, and batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: the controller, the ventricular assist device (vad) and three (3) batteries (B)(6) were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file revealed one (1) critical battery alarm logged on (B)(6) 2020 involving (B)(6) and one (1) critical battery alarm logged on (B)(6) 2020 involving (B)(6), each due to the battery depleting below 10% relative state of charge (rsoc). Additionally, log file analysis revealed 48 critical battery alarms and 8 controller fault alarms logged between (B)(6) 2020 at 01:25:07 and (B)(6) 2020 at 08:27:39 involving (B)(6). The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% rsoc. A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis revealed that, at the time of the first critical battery alarm, (B)(6) was connected to power port one (1) with 9% rsoc and no power source was connected to power port two (2). Throughout the analyzed period, power sources were exchanged several times and allowed to deplete. Several controller power-up events, with associated motor start events, were also logged within the analyzed period. The first two (2) controller power-up events, on (B)(6) 2020 at 02:26:48 and 23:31:25, were logged prior to the complete depletion of batteries. No anomalies were logged leading up to the losses of power. The controller was without power for 18 seconds and 58 seconds, respectively. Prior to the next loss of power, (B)(6) , the only power source connected at the time, was allowed to deplete completely, resulting in another loss of power to the controller on (B)(6) 2020 at 06:44:25; the controller was without power for 2 minutes and 43 seconds. Multiple additional losses of power were then logged. During the final loss of power, the controller was without power for 1 hour and 51 seconds. As a result, the reported critical battery alarm, controller fault alarm, and controller loss of power events were confirmed. Log file analysis revealed that the batteries discharged as expected when in use. As a result, the reported power consumption issue event was not confirmed. The most likely root cause of the critical battery alarms and controller fault alarms can be attributed to the patient allowing the batteries to deplete. A possible root cause of the losses of power can be attributed to a disconnection of both power sources, an intermittent disconnection on one or both power sources, and/or the patient allowing the batteries to deplete. Additional products: d4: serial #: (B)(6). H3: yes. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d11, d15. D4: serial #: (B)(6). H3: yes. H6: patient ime code(s): (B)(6). H6: imf code(s): f26. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d11. D4: serial #: (B)(6). H3: yes. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d11. D4: serial #: (B)(6). H3: yes. H6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19. H6: FDA conclusion code(s): d11. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.